Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported the patient went to the hcp¿s office for a refill and the hcp sent the patient to the ER (emergency room). Potential baclofen withdrawal because the pump was empty. The patient was rigid and had symptoms associated with baclofen withdrawal. The patient did not have a temperature. Per the reporter staff did not hear the patient¿s alarm go off. The pump was used to deliver gablofen.